Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy0908 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy0908) have been reported from the same facility in (B)(6).

Event description:
It was reported "PICC 1 was implanted and when going to use it, a leak is observed in the lock luer connection when trying to draw blood, it is not possible because it sucks air. When infusing there is also fluid leakage through the luer lock connection. Visually it appears to be defective, as if it was larger. The patient is scheduled for a replacement with another PICC of the same reference and lot. When trying to use it, the same thing happens, it leaks when trying to infuse fluids and blood cannot be extracted, as it sucks air from the leak and does not allow to do so." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two 4fr s/l powerpicc catheters. Both samples exhibited use residues throughout. Attempts to infuse water through the samples using a 12ml syringe revealed both lumens to be patent to infusion; however, leaks were observed at the junctions between the luer adapters and the syringe. Microscopic inspection of the luer adapters revealed protrusions in the luer material within the orifices. The mold defects appeared to prevent firm attachment of the syringe. Longitudinally aligned scoring marks were observed within the orifice adjacent to the mold defect. The molding defects observed within the luer orifices prevented firm attachment with the syringe and resulted in leakage at the interfaces between the catheters and the syringe. Bd is working with the product manufacture to prevent recurrence of this type of event.

Event description:
It was reported "PICC 1 was implanted and when going to use it, a leak is observed in the lock luer connection when trying to draw blood, it is not possible because it sucks air. When infusing there is also fluid leakage through the luer lock connection. Visually it appears to be defective, as if it was larger. The patient is scheduled for a replacement with another PICC of the same reference and lot. When trying to use it, the same thing happens, it leaks when trying to infuse fluids and blood cannot be extracted, as it sucks air from the leak and does not allow to do so." This report addresses the first device.